Event description:
User experienced discrepant results for at least 100 patients on multiple analytes. Only the following examples were provided: initial magnesium result 0.8 mg/dl, repeat 2.3 mg/dl. Initial result was not reported. Initial creatinine result 1.6 mg/dl, repeat 1.0 mg/dl. Initial result was reported, patient not adversely affected. Initial total bilirubin result 0.0 mg/dl, repeat 0.7 mg/dl. Initial result was not reported. The field service rep determined the system was contaminated. The instrument was decontaminated.